Event description:
No further information is available at the time of this report.

Event description:
IT WAS REPORTED THAT APPROXIMATELY THREE YEARS POST-IMPLANTATION, THE PATIENT IS BEING CONSIDERED FOR A RIGHT HIP REVISION TO REPLACE THE ACETABULUM AS A RESULT OF MULTIPLE FALLS. THE PATIENT IS BEING CONSIDERED FOR A CUSTOM TRIFLANGE AND A REVISION HAS NOT TAKEN PLACE TO DATE. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Manufacturer narrative:
(B)(4). D10: CAT# 00489405815, LOT# 65063935, TRABECULAR METAL ACETABULAR AUGMENT. CAT# 00662406520, LOT# 62460739, BONE SCREW SELF-TAPPING . CAT# 00662406535, LOT# 62714149, BONE SCREW SELF-TAPPING. CAT# 00625006530, LOT# J7422659, BONE SCREW SELF-TAPPING. CAT# 00662406535, LOT# 62490807, BONE SCREW SELF-TAPPING. CAT# 00625006530, LOT# J7378252, BONE SCREW SELF-TAPPING. CAT# 00625006520, LOT# J7373554, BONE SCREW SELF-TAPPING. THE CUSTOMER HAS INDICATED THAT THE PRODUCT WILL NOT BE RETURNED TO ZIMMER BIOMET FOR INVESTIGATION AS ITS LOCATION IS UNKNOWN. THE INVESTIGATION IS IN PROCESS. ONCE THE INVESTIGATION HAS BEEN COMPLETED, A FOLLOW-UP MDR WILL BE SUBMITTED.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.The following sections were updated: B4, B5; D4; G3; H2; H4; H6.No product was returned or pictures provided; visual and dimensional evaluations could not be performed.Review of the device history record(s) identified no deviations or anomalies during manufacturing.Device is used for treatment.The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided.A definitive root cause cannot be determined. The patient had multiple falls. It is unknown if this caused or contributed to the reported event.No corrective actions, preventive actions, or field actions resulted after investigation of this event.Complaint is not confirmed.If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.